Event description:
Tampon ripped off inside me, unsure if it is still there- vaginal [foreign body in reproductive tract] . Tampon ripped off [device breakage] . Removing tampon, tampon ripped off inside me. Unsure if it is still there [complication of device removal] . Case narrative: consumer reported via e-mail that the tampon ripped during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.